Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation however, the transmitter ((B)(4)) that was bring used with the receiver at the time of the reported event was returned on (B)(4) 2015. The transmitter was visually inspected and no defects were found. The transmitter failed functional testing. The root cause was determined to be failed transmitter. In addition, the data log was also provided by the patient. It was downloaded and reviewed on 04/10/2015 confirming the reported event of permanent out of range.